Manufacturer narrative:
Visual examination of the container has determined that the needle protruding through the 1 quart sharps container was caused through over-filling the container which forced the needle through the side wall of the container. All sharps containers are puncture resistant, not puncture proof. Product labeling on the container states "containers are puncture resistant, not necessarily puncture proof", and instructions for use states "don not overfill (fill line is noted on container label.) Lid must fit down tightly." Further investigation on the container wall thickness will determine if container was manufactured within the established requirements of 0.045 inches.

Event description:
It was reported to sharps on (B)(4) 2011 that a customer was stuck with a used needle protruding from a 1 quart sharps container (model number 60100) on (B)(6) 2011.